Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Facility initially reported the kirschner wire broke after being surgically implanted in pt's foot. It had to be surgically removed and was a clean cut. On (B)(6) 2011 - customer reported that the hammer toe procedure to insert the kirschner wire took place on (B)(6) 2011. Pt complained of pain on return visit (B)(6) 2011. An x-ray taken revealed the broken wire. Surgeon has no idea how this happened. Second surgery to remove broken wire. No subsequent problems.